Event description:
A malfunction on the pump was reported by the caller, with the malfunction code identified as malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged for a replacement pump to be sent. The customer will continue using the current pump if the malfunction can be reset and has a backup plan involving multiple daily injections if needed. The customer was provided instructions on returning the faulty pump and advised on using the updated pump software.